Manufacturer narrative:
Method: device evaluation anticipated, but not yet begun. Conclusion: a follow up report will be submitted upon completion of investigation.

Event description:
The daughter alleges that when her mother was getting out of the lift chair, she fell resulting in injury requiring hospitalization.